Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported the procedure was to treat a heavily tortuous, heavily calcified, de novo lesion in the distal right coronary artery (drca). Using a radial access site, pre-dilatation was performed with a balloon catheter and then the xience xpedition 3.0 x 23 mm was to be used. However, it did not cross the lesion and the proximal shaft separated, because of the many attempts made to pass the lesion. The device was removed with no issue and the procedure was successfully finished with a new xience xpedition of the same size. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.